Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 8/21/2018 resulted in defect found; returned test strips produce high readings and the event was determined to be reportable. Most likely underlying root cause of high readings are due to improper storage: vial left open for an extended period of time. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. During the call on (B)(6) 2018 customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2018 as a result of the meter's readings. The customer was not available at the time of the call to perform a blood test. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 07/30/2019 and open vial date is a month and half. Adverse event not reported.